Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implant date: (B)(6) 2017; 5076-58 lead; implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has reported that they feel their pacemaker is not working. Patient states " I've been having tachycardia and my heart rate gets up to 150 sometimes and then down to 50s". The physician has requested the patient to come in for an assessment, however the patient is transferring to another physician. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.